Event description:
Reporter called to file a report regarding a philips v60 CPAP device involving his father. Reporter stated his father was admitted to the hospital on (B)(6) 2026 and began use of the philips v60 machine. Reporter stated the mask caused his father¿s nose to break and his father passed away in the hospital on (B)(6) 2026 after using the device for 3 days. Reporter stated the philips v60 device was recalled and is extremely concerned about it¿s use with his father.